Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that a valve issue occurred. During a left atrial appendage (laa) closure procedure two 30mm watchman ® laa closure device & delivery systems were selected. The y-adaptor hemostasis valve at the proximal end of the delivery system would not connect tightly to the hub of the delivery systems . They felt like air was entering the delivery system when they were trying to flush the device. They were able to tighten and flush the devices. They attempted both implants, but both of the implants failed because they were too proximal so they had to pull them out. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Event description:
Bsc ID: 2134265-2018-01345. It was reported that a valve issue occurred. During a left atrial appendage (laa) closure procedure two 30mm watchman ® laa closure device & delivery systems were selected. The y-adaptor hemostasis valve at the proximal end of the delivery system would not connect tightly to the hub of the delivery systems . They felt like air was entering the delivery system when they were trying to flush the device. They were able to tighten and flush the devices. They attempted both implants, but both of the implants failed because they were too proximal so they had to pull them out. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery sheath (wds), the implant was not returned. The device was bloody. The hub, shaft, tip and core wire were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions/flattened) located 34.5 cm from the tip, tip damage (abrasions/tricuts flared/markerband flattened/flattened), and core wire damaged (flattened) located 13 mm form the tip. Functional testing was done, by attaching a syringe to the hub of the device and submersing the tip in water. Positive and negative force was applied to the syringe, forcing water through the device. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).